Event description:
During conference physician reported that the cutter did not capture the aorta plug. When the surgeon observed the unit, only blood was seen. The physician claimed that the pt had a history of stroke and also suffered another after the case. The surgeon believes that the stroke was a result of the cutter not capturing the aortic plug but wasn't 100% sure as he didn't check the cutter to see the plug. The device was discarded and the date of occurrence is unknown. The info was brought to a guidant staff anonimously during a conference.